Event description:
A surgical technologist reported that, during intraocular lens (iol) implant procedure, a scratch noticed on the lens after implanted. There was patient contact. Surgery was completed the same day. Additional information was requested and received stating iol was cut out and removed, the surgery was completed with a replacement lens. There was no patient harm. The patient was not hospitalized as a result of this event. Patient is doing well with no complications.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).